Manufacturer narrative:
Field service was not requested by the customer. The customer was educated regarding misinterpretation of instrument generated flags. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report that an instrument generated flag was generated for ethanol (etoh) on one (1) pt sample when assayed on their unicel dxc 800 pro synchron chemistry analyzer. The customer misinterpreted the instrument generated flag and reported the result as >600 mg/dl. The ordering physician questioned the result as it did not align with the clinical presentation of the pt. There was no impact to the pt treatment associated with this event. The customer reassayed the pt sample and obtained a lower expected result of <10 mg/dl. An amended report was generated and reported outside of the lab. Quality control (qc) results both before and after the event recovered within the lab's established ranges.